Event description:
Patient's caregiver (mother) inserted amt mini button as usual. She filled the balloon with 10 ml of distilled water per protocol. Five minutes later, patient described feeling water in her throat and began to cry. Caregiver checked device by pulling back with a syringe. She found that balloon had ruptured, leaking fluid. She removed the mini button and replaced it with the old one. Caregiver called this pharmacist to report it. She did. They did not take down any information (ie: lot number) but did offer to send her a new one.